Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that a hole in the balloon was noted during preparation. No additional event or pt info is available. This is being filed based on the returned product analysis which revealed a balloon rupture, with a scratch along the hole and blood in the balloon.

Manufacturer narrative:
(B) (4). (B) (4): results - product performance engineering could not determine a conclusive root cause for the balloon rupture. Eval summary - quality assurance analysis revealed that the balloon dilatation catheter (bdc) was returned with blood and contrast in the balloon and in the inflation lumen. The balloon was loosely folded. There was no damage noted to the bdc. A new indeflator, filled with water, was used in an attempt to pressurize the balloon when fluid came out of the pinhole on the balloon over the distal balloon marker. There was a scratch along the pinhole on the balloon. Product performance engineering reviewed the incident info and analysis of the returned product. Analysis of the returned product noted contrast in the inflation lumen and balloon. This is consisted with the reported info that the product was prepared for use. Analysis also noted blood in the inflation lumen and in the loosely folded balloon, which is consistent with a balloon rupture or damage during inflation inside the pt anatomy. This is inconsistent with the reported info that the damage was noted during preparation for use and the product was not advanced into the pt anatomy. A new indeflator was filled with water and used in an attempt to pressurize the balloon when fluid came out of a pinhole on the balloon over the distal balloon marker, confirming the reported hole in the balloon. Analysis noted a scratch along the hole in the balloon. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during mfg, materials, interactions with other devices, pt anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. It is possible that the balloon material was damaged (scratched) during interaction with other devices, previously implanted stent and/or lesion calcification, such that the balloon ruptured during inflation. As the noted analysis is conflicting with the reported info, it is unclear how the balloon rupture may have occurred; however, the analysis of the returned product suggests that the rupture occurred inside the pt's anatomy. In this case, a conclusive cause for the balloon rupture could not be determined. A review of the finished product lot history record did not reveal any nonconforming material records for this lot. This MDR is considered closed by the product performance group.